Event description:
It was reported, that the 3 way irrigation foley catheter balloon had deflation issue. Per follow up via email on (B)(6) 2020, the catheter deflated and came out, while the patient was in pacu (post anesthetic care unit) post surgical insertion. Catheter balloon rechecked, after found out of patient(self deflated). Rechecked after- slowly deflates when air inserted-no visible hole (appears patent). The patient had to return (2nd take back) to surgery. Per the urologist, for blood clot evacuation/evaluation and reinsertion of catheter. Balloon was inflated with sterile normal saline per or nurse. Per surgeon, the balloon was inflated with 45ml.

Manufacturer narrative:
The reported event was confirmed, as manufacturing-related. An irrigation red rubber lubricath foley was without its original packaging. The device was inflated with 35ccs of deionized water. Water was found, coming out of drainage eye and the irrigation funnel confirming, a lumen to lumen leak. A potential root cause of the lumen to lumen leak could be, due to an over filling of the dip tank. The device history record was reviewed, and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event was found to be, due to a manufacturing related issue. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 3 way irrigation foley catheter balloon had deflation issue. Additional information is required. Follow up via email on (B)(6) 2020, the catheter deflated and came out while the patient was in pacu (post anesthetic care unit) post surgical insertion. Catheter balloon was rechecked and it was found out of patient(self deflated); the balloon slowly deflated when air was inserted and it was found that there was no visible hole (appears patent).the patient had to return (2nd take back)for surgery per the urologist for blood clot evacuation/evaluation and for reinsertion of the catheter. Balloon was inflated with sterile normal saline per operation room(or) nurse. Per surgeon the balloon was inflated with 45ml.